Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was non-compliant with pd therapy. The peritonitis was manifested by abdominal pain, fever and cloudy effluent. On the same day as the event onset, the patient was hospitalized and was treated with cefazolin (intravenous, ongoing) and ceftazidime (intravenous, ongoing) for peritonitis. Four days after the event onset, the effluent was less cloudy, abdominal pain and fever was resolving. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.